Event description:
It was observed during the device evaluation, that the knife wire on the sphincterotome broke while energized. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. A likely mechanism causing the cutting wire breakage might be the following: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined: it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Olympus will continue to monitor field performance for this device.